Event description:
It was reported the subject device did not make white and green pictures clean equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Updated fields: d2a, d4, g3, d8, d9, h2, h3, h4, h6, h10, h11 corrected field: e1 telephone number and g4. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found the fiber bonding in the outer tube area (distal end) was damaged and the shutter was defective. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device did not make white and green pictures clean equipment. There were no reports of patient harm.